Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the complaint condition. It was observed that the outer sleeve was completely crushed and damaged. To test its functionality the twistr retroreamer red plastic piece was twisted to lock the outer cannula to the twistr reamer was jammed and broken.this could have happened when doctor was drilling up the tibia.the root cause for the reported failure was when excessive force would have applied when drilling up the tibia which resulted in outer cannula would not spin with the inner part, and the outer cannula got stuck in the tunnel. A manufacturing record evaluation was performed for the finished device a1712004 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst that the 6-12 mm twistr retroreamer red plastic piece that locks the outer cannula to the twistr reamer broke when the doctor was drilling up the tibia. The outer cannula would not spin with the inner part, and the outer cannula got stuck in the tunnel. We had to use a vise grip to pull the outer cannula out of the tunnel. After the doctor removed that device, a new twistr was used to complete the case. There were no fragments created. There was a four minute delay to the case. There was no patient consequence.